Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was failed to boot up, and the carefusion application prompted for a password. A technical support specialist (tss) dialed into the device and identified that remote smart service (rss) 4.12 was not configured correctly. The issue was resolved by following the knowledge article related to (stations booting to a blue screen or the application not auto-launching). Tss also noted that eset was not installed, so the tss manually installed it. The device was rebooted twice to confirm functionality. It now launches as expected and is functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was failed to boot up, and the carefusion application prompted for a password. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.